Manufacturer narrative:
One device was returned for repair. Visual inspection showed the device was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed "check syringe plunger sensor", "check clutch/plunger leve." Unable to confirm ¿broken off a piece of board." Functional testing found the pump leadscrew was overtightened, the plunger cable was pinched and torn near the clutch action, the plunger tube had a broken set screw which compromised the carriage, the plunger casing action was sticky, the flippers kept getting stuck, and pump had no battery. Repairs included replacing the plunger case left and right, plunger printed circuit board, carriage, lead screw, clutch l+r+c, plunger cable, plunger tube, plunger shaft, and battery. Worn drivetrain parts and an overtightened lead screw were determined to be the main cause of reported issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump needs a new board, as a piece had broken off, and a travel course error was observed. There was no patient involvement.